Manufacturer narrative:
This follow up MDR is created to document the additional device information and evaluation of the returned device. A titan pump, two cylinders, and a reservoir were received for evaluation. Microscopic examination and testing of the returned components revealed a separation within abrasion on the cylinder 2 exhaust tube. Testing revealed this to be a site of leakage. A separation was noted on the bladder of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination revealed a central groove at the site of separation, indicating that the area was in contact with a small sharp instrument such as a needle. A separation, with melted surfaces was noted on the bladder of cylinder 1, indicating contact with a cauterizing tool. Testing revealed this to not be a site of leakage. A separation was noted with the reservoir bladder. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces at the site of separation to be rough and irregular, indicating sufficient stress had been exerted to separate the site. Microscopic examination revealed a group of partial separations on both pump exhaust tubing. Testing revealed this to not be sites of leakage. The bladder of cylinder 2 was received separations, so testing could not be performed. Microscopic examination of the surfaces revealed them be smooth and straight, indicating contact with sharp instrumentation no functional abnormalities were noted with the pump. Based on examination of the returned product, it was concluded that while in-vivo exhaust tubing of cylinder 2 had abraded, resulting in a separation. In addition, the separation noted in the reservoir bladder was most likely due to material degradation. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause a separation. It is concluded that the material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Separation of these types would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations on the bladder of cylinders 1 and 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was right cylinder tubing tear above the hub of the pump. The device was explanted and replaced. The device was damaged to facilitate explant (cut tubing above tear and cylinder split).